Manufacturer narrative:
Product analysis: the device was returned for evaluation in a post-inflated state. The inner shaft of the inflation lumen detached at the exchange joint and bunched at the distal end of the device. The distal tip exhibited deformation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one euphora rx coronary balloon catheter, difficulties were encountered when removing the balloon off the guidewire following balloon inflation. The inflation pressure applied to the balloon prior to difficulties was nominal. There was no issue during delivery of the guidewire to/across the lesion site. The difficulty occurred during post inflation of the balloon. The balloon was used three times and after use, it became hung up on the wire when attempting removal. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device and no excessive force was used during delivery. No patient complications have been reported as a result of this event.